Manufacturer narrative:
Device evaluation: the evaluation of the returned section of the driveline confirmed an issue that would have potentially contributed to the reported event. A section of the driveline approximately 13 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Evidence of a prior driveline repair was observed. A tear in the gray shrink tubing, approximately 8.25 inches from the metal connector was noted. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires approximately 9 inches from the metal connector and within the copper tubing from the previous repair, revealed a breach to the insulation of the yellow wire. The yellow wire redundantly supports motor phase 1. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires were unremarkable. If the exposed conductors of the yellow wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the evaluation of log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference medwatch # 2916596-2014-01323 for the previous percutaneous lead repair. Approximate age of device ¿ 3 years and 11 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received driveline disconnect alarms and a pump stoppage occurred upon manipulation of the external percutaneous lead near the old percutaneous lead repair site. The patient was asymptomatic. A percutaneous lead repair was performed on (B)(6) 2016. It was reported that after completing the percutaneous lead repair, all tests passed and there were no alarms when connected to a grounded patient cable.